Event description:
Second degree burn on shoulder from using icyhot heat therapy air activated heat patch on right shoulder. Dose or amount: 1 patch. Dates of use: 2008. Diagnosis: fibromyalga pain. Event abated after use stopped: yes.